Event description:
It was reported that the right atrial (ra) lead had high impedance and no capture at 7.5 volts at 0.04 milliseconds. A lead fracture was suspected. It was further reported that the ra lead had no sensing of the p waves at 0.18 mv in the bipolar sensing configuration and no sensing at 0.18 mv in the unipolar sensing configuration. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 implantable pacing lead (B)(6) 2004. (B)(4).